Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event appears could not be conclusively determined. Potentially, procedural circumstances (implant depth) contributed to the event, however, this could not be confirmed. The reported surgical intervention is the result of case-specific circumstances, as a permanent pacemaker was implanted.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor visosn valve was chosen for implant using a large flexnav delivery system. The effective orifice area was 478.4 cm2 and the perimeter of annulus was 78.8mm. The patient does not have history of heart block and the length of membranous septum was1.4mm. The valve was successfully implanted at a depth of 4mm on the non-coronary cusp (ncc) and 6mm on the left coronary cusp (lcc). On (B)(6) 2025, the patient developed a complete atrioventricular block (cavb) and a permanent pacemaker was implanted. The patient required prolonged hospital stay for monitoring of rhythm. The patient was reported stable.